Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no force issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, the force issue reported by the customer could not be replicated during the product investigation, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an afib & atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter the patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported a pericardial effusion was noticed during the atrial flutter ablation portion of the procedure. They reported that there were no visible signs on the patient. The pericardial effusion was discovered and confirmed using intracardiac echocardiography (ice). The patient was hemodynamically stable. They continued the study and completed the ablation. After the procedure was completed, the medical intervention provided was a pericardiocentesis and that about 300 ccs of fluid was removed. The patient was reported to be in stable condition. It was also reported that the carto 3 system intermittently displayed high force readings when the ablation catheter was floating. They stated that the force reading of the ablation catheter was displayed on the carto 3 system as 15 grams of force even when floating. In order to resolve the issue, they zeroed that ablation catheter and the issue was resolved. The issue intermittently occurred throughout the procedure and that the issue would resolve once the ablation catheter was zeroed. The procedure continued. Additional information was later received indicating the adverse event discovered during use of biosense webster products. Effusion noted during the aflutter portion. Prior to noting the effusion ablation had already been performed. The physician¿s opinion on the cause of the adverse event is that it was bwi product malfunction as it was possible improper force reading. The patient¿s outcome from the adverse event was reported as fully recovered as far as reporter knows. Patient did require extended hospitalization because of the adverse event - at least one day recovery not sure after that. Transseptal puncture was performed with baylis needle and agillis sheath. No evidence of steam pop. An irrigated catheter was used in the event, and the flow setting was default flow rates. Correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, vector, and visitag. Visitag module parameters included tag size of 2. Additional filter used with the visitag was time force stability. Color options used were surepoint.